Event description:
It was reported that on (B)(6) 2025, a peripherally inserted central catheter (PICC) was inserted due to the patient¿s poor venous access; the PICC was placed for intravenous therapy. On (B)(6) 2026, at 8:30 a.m., during routine maintenance, the assigned nurse observed no return of blood upon aspiration. While flushing the tubing with 2 ml of saline, extravasation was noted approximately 4 cm from the tubing tip. Flushing and maintenance were suspended, the arm was immobilized, and the head nurse and on-call physician were immediately notified. A consultation with an intravenous therapy specialist nurse was requested. At 8:40 am, following an on-site consultation by the intravenous therapy specialist nurse, the PICC catheter was found to have a fracture and was removed. The residual segment measured approximately 4 cm. A tourniquet was immediately applied to the patient¿s arm below the shoulder at the site of insertion, and a chest x-ray was performed. Chest dr showed: catheter shadows visible in the superior and inferior vena cava. The patient underwent percutaneous catheter retrieval under interventional guidance to remove the fractured catheter from the body. Following the interventional procedure to remove the fractured PICC catheter from the vena cava, level 1 nursing care was immediately initiated, along with ECG monitoring and close observation of vital signs. Blood pressure was 84/45 mmhg; fluid therapy was administered, and vital signs were stabilized.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.